Event description:
A customer was contacted by beckman coulter (bec) technical support due to "10 cuvettes have failed water blank" errors generated on a unicel dxc 600i synchron access clinical system and observed by bec technical support through the remote management system (rms). No leaks were observed by the customer. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and determined one of the wash/vacuum probes was obstructed. The fse replaced the probe to resolve the issue. (B)(6).